Event description:
A customer reported, that while trying to test with their precision xtra meter, they received a "expiration date exceeded" message not allowing them to test. During a hospital visit in 2008, customer stated, he had not been calibrating correctly for the past year and had put his trust in these results. The customer suffered from a cerebral hemorrhage in one of his eyes. Customer told the doctor he believes the incorrect readings obtained over the past year have caused the problem. However, the hospital did not change his treatment based on the incorrect readings. Three medical reps visited the hospital to discuss if the incorrect readings had led to deterioration in the customer's health and they concluded it was not known if the readings had contributed. There was no report of death or permanent impairment associated with his event.

Manufacturer narrative:
The meter has been disposed of, so no investigation can be done. Therefore, this represents a final report.